Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Event description:
Asr revision; unknown system - unknown hip; reason(s) for revision: unknown. Update rec'd (B)(4) 2013 - hip side (left), revision hospital, lot and product numbers. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, unknown system - unknown hip, reason(s) for revision: unknown. Update rec'd 6 nov 2013 - hip side (left), revision hospital, lot and product numbers. (B)(4). Update received: 14th november 2013 - added hospital: (B)(6), product type: asr hip resurfacing, surgeon: priv. Doz. Dr. (B)(6) and reason(s) for revision: pain. Update received: 13th november 2013 - added further revision reason: increase cobalt and chromium levels ie metallosis and added surgeon name: (B)(6). Update - added additional hospital and filed out mw fields. Taken from claimsuite dated 12th march 2014.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.